Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included self-testing and priming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black foreign matter on a homechoice automated pd set with cassette. The patient identified this issue before peritoneal dialysis therapy. The user replaced the homechoice automated pd set with cassette to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.